Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter displayed error 2 messages. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she started getting error 2 messages at 3pm on (B)(6) 2019. The patient manages her diabetes with metformin and glipizide oral medication, diet and/or exercise. She denied making any changes to her usual diabetes management routine as a result of the alleged issue. She reported that an hour after the start of the alleged issue, she developed symptoms of ¿jittery and not feeling normal¿. She denied receiving any treatment for her symptoms above or beyond the usual routine of diabetes care and management. During troubleshooting, it was established that the patient had not been using the meter for the first time and there had been no misuse of the device. The cca noted that the patient was using onetouch ultra test strips; however, from the serial number provided, these had expired in july 2016. The patient did not have valid testing supplies to perform a retest and the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after obtaining error 2 messages on the meter using test strips which had expired in july 2016.